Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and that there were high thresholds at max output. The rv lead was scheduled to be replaced but the patient refused replacement and requested the entire system be remove. It was noted that the physician agreed to remove the system only if an implantable cardiac monitor would be implanted to monitor the patient and the patient agreed to this. No patient complications have been reported as a result of this event.